Event description:
Related manufacturer reference number: 3006705815-2021-05603. It was reported the patient was not getting relief with their system; therefore surgical intervention took place in which the system was explanted.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.